Event description:
It was reported that the system would intermittently not boot up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The boards were reseated, the battery and software were installed during the service call. The system was tested and found to be working as intended and put back into service.